Event description:
Went in for my MRI on (B)(6) 2015. Had 3 done all in same sitting. Left knee & left and right shoulder. Went to this facility before. Complained about my arm twitching and I could feel my arm moving in circles. She said she could adjust machine in the future to eliminate it. Told my current tech about this. He said it's not possible to adjust settings. Nothing he can do. While getting MRI done, I started getting a lot of heating on my neck and sweating. Shortly after I started getting a headache & blurry vision. I was very out of it at the end of all 3 MRI's. I was wearing my normal street clothes when I got this done, not a hospital gown. I had skin to skin contact, both shoulders were touching the scanner for each MRI. There were wires on top and touching my skin, not under the pad during MRI the wires crossed each other. My legs were crossed one on top of the other during scan, ever since scan, I've had a constant headache, blurry vision, pain in both eyes, in a fog, very tired, neck still burns. Emailed my dr that ordered the scan and my primary care dr. No response of what might be going on yet...